Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a sealed packet of product code v318 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean with bv? X rays. Were x-rays taken to locate the needle piece? Yes. Are any plans in place to remove the needle piece in future? It was removed. What tissue structure the needle was located? Don¿t know. What was the procedure date? On (B)(6) 2021. What is the lot number? Several lots, don¿t know which exactly. Device return status: available. What is the surgeon's opinion of consequences to the patient? Don¿t know. What is the total number of procedures reported in this event? 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, they didn¿t inform us before, but it happened several times. If this event occurred in multiple procedures, please create a complaint for each event and provide the respective reference number(s). I don¿t have this information and the customer told me that she cannot remember all exactly. Note: events reported: 2210968-2021-12709, 2210968-2021-12712, 2210968-2021-12713, 2210968-2021-12714.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon lost the needle in the patient because the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.